Event description:
It was reported that pump issued Cartridge Alarm 20 during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by Technical Support to load new cartridge using proper technique, successfully loaded cartridge, and resumed insulin therapy; original cartridge lot number was unavailable and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.